Manufacturer narrative:
Complaint was confirmed. Visual inspection identified breakage at the distal tip of the returned device. Also, the shaft was received sectioned. The fragment generated during the event was not returned for analysis. As the hex feature had been compromised, the dimensions of this feature could not be accurately assessed. However, the distal driver shaft width was measured using digital micrometer ID: 224 and met design specifications (dwg c16684 rev 4). The cause of this event is undetermined; however, the most likely causes are improper bone prep, misaligned insertion, prying and/or leveraging the device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/21/2021 it was reported by a sales representative via sems that an ar-8737-37 driver broke during a open reduction and fixation for a stress fracture. The tip of the driver was broken when the screw was inserted into the bone hole, and the broken pieces fell into the patient's body. After the broke pieces are completely removed from the body, the surgeon expanded the bone hole in the cortical bone, inserts the screw again using the driver, and after that changes to another type of driver when the resistance becomes stronger. The surgery was completed. It has been reported that the bone quality was very hard.